Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the lutonix 035 drug coated balloon catheter. During the procedure, the balloon catheter shaft was allegedly detached. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one lutonix 035 drug coated balloon in two segments with a loaded balloon protector. Upon visual inspection, segment 1 consists of the balloon and a portion of the inner gw lumen. The balloon was received with the balloon protector loaded over it. It was noted the balloon was detached from the other segment at the proximal balloon joint. The balloon protector was peeled apart and removed from the balloon. Segment 2 consists of the remaining portion of inner gw lumen, the proximal balloon joint and remaining portion of catheter connected to the inflation hub. Blood was noted to the inflation hub. Microscopic images were taken of the detached portions. As the alleged complaint is detachment, no functional testing was performed. One photo and video were provided and reviewed. The photo shows, the labeling details of the device that match with the information available in track wise. The video shows healthcare professional holding the lutonix 035 drug coated pta dilatation catheter. Detachment into 2 segments. Segment 1 consists of the balloon, and a portion of the inner gw lumen segment 2 consists of the remaining portion of inner gw lumen, the proximal balloon joint and remaining portion of catheter connected to the inflation hub and the labeling details of the device are visible. No other anomalies were noted. Therefore, the investigation is confirmed for the reported detachment. A definitive root cause for the reported detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo and video was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the lutonix 035 drug coated balloon catheter. During the procedure, the balloon catheter shaft was allegedly detached. There was no reported patient injury.